Event description:
Caller reported a continuous glucose monitor error. The blood glucose level was not adversely impacted. The customer was assisted by technical support to reset the pump, which resolved the issue, and the sensor session was successfully restarted.